Manufacturer narrative:
The device was returned with t1, t2 and suture separated from the delivery needle. T1 suture is cinched around anchor lengthwise through the v notch. This would inhibit proper fixation through the meniscus. This device is bent and twisted. The needle has been flattened out. The device cycles and actuates, but with drag due to the needle¿s damage. This condition indicates difficulty with reaching the desired surgical location. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacture of the device can be established. User error was identified to be a contributing factor for this event.

Event description:
It was reported by customer at (B)(6) that t1 and t2 deployed simultaneously during a meniscal repair procedure.